Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 01-sep-2020 to ensure the replacement products resolved. The initial concern able to establish contact with customer and stated replacement product has not been used yet.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 256, 398, 464, 387 and 320 mg/dl. The customer¿s expected am fasting blood glucose test result range is 200-265 mg/dl and bedtime fasting blood glucose test result is 200 mg/dl. Customer had gone to a routine doctor's visit on day of call. Customer stated she sometimes has a headache 2-3 times a week that may be related to her diabetes and that her physician is aware of this. At the time technician spoke with the customer, the customer felt fine and did not report any symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2021 and customer was unsure of the open vial date. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time/date was just set on day of call): (B)(6).

Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.